Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving ga blofen (concentration 2000 mcg/ml, dose 199 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was unknown. A flipped pump was confirmed. The pump was 5yrs old so the physician decided to replace the pump. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.